Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the bone graft substitute was mixed for 10 seconds and instantly became hard. Was not usable in the patient. Another kit was used to complete the procedure.